Event description:
The customer reports that the device therapy knob selection assembly does not line up with what is indicated on the dial.

Manufacturer narrative:
(B)(4). The customer reports that the device therapy knob selection assembly does not line up with what is indicated on the dial. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.